Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. The customer's blood glucose level was 300 mg/dl. Technical support instructed the customer to load a new cartridge. After doing so, the alarm did not recur, and the pump resumed normal operation.